Event description:
It was reported that during a follow up in clinic, post-sensed t-wave oversensing (pstwos) was noted on the right ventricular (rv) lead. The physician suspected dislodgement of the rv lead occurred during an unrelated procedure. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, post-paced t-wave oversensing (pptwos) was noted on the right ventricular (rv) lead. The physician suspected dislodgement of the rv lead occurred during an unrelated procedure. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.